Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/19/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed particles on the lens appearing to come from the environment. In addition, there was a stain (white) near the lens edge. The stain was observed over the lens not embedded. The complaint reported was confirmed. However, as the lens was handled, the source of the stain could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the lenses are 100% cleaned and inspected at 10x microscope magnification. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when a zcb00 9.5 diopter intraocular lens (iol) holder was opened to set the lens into the cartridge for implantation, the surgeon noticed a gray zone, perhaps cloudy, either on or inside the center of the lens. Reportedly, the lens was not implanted and the patient was no affected. Another lens was used and implanted successfully. No additional information was provided.